Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to upgrade this pacemaker to a cardiac resynchronization therapy pacemaker (crt-p), noise and oversensing was observed on this chronic right ventricular (rv) and right atrial (ra) lead upon review of stored electrograms (egms). The patient was noted to experience periodic dizziness. A crt-p was implanted and the chronic rv lead was connected to the left ventricular (lv) port of the device header. The chronic ra lead was also connected to replacement device and remains implanted and in service. No adverse patient effects were reported.